Event description:
It was reported that inadequate insufficient apposition occurred. The 90% stenosed target lesion was located in mildly tortuous and non-calcium present proximal to mid left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the middle of the stent restricting the flow it did not expand to the full the 3.5mm leaving a narrowed section. Several inflations done with a non-bsc balloon but still the narrowed section did not improve. The procedure was completed with different device it appropriately open the vessel and restores the proper flow. There were no patient complications reported. It was further reported that the patient was stable. It was further reported that the inflation was sustained once at 12 atmospheres for 20 seconds upon synergy xd deployment.

Manufacturer narrative:
Media inspection: a review of the media provided was carried out by medical safety. Tortuous left anterior descending artery lesion with eccentric stenosis likely caused by a myocardial bridge that was likely underappreciated during initial angiography. Synergy xd stent placed without predilation (direct stent). Synergy stent under expansion despite multiple [high pressure] inflations. Intravascular ultrasound (ivus) revealed stent under expansion caused by myocardial bridging. Additional [bare metal] stent placement fully expanded the vessel to achieve an acceptable lumen. The provided images are consistent with the inadequate expansion/apposition complaint. The ivus images showed stent under expansion although malposition was not evident. Stent under expansion and deformation requiring additional intervention are included in the synergy xd risk management documentation. A2 - age at time of event: 18 years or older. H3 other text : media review.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that inadequate insufficient apposition occurred. The 90% stenosed target lesion was located in mildly tortuous and non-calcium present proximal to mid left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the middle of the stent restricting the flow it did not expand to the full the 3.5mm leaving a narrowed section. Several inflations done with a non-bsc balloon but still the narrowed section did not improve. The procedure was completed with different device it appropriately open the vessel and restores the proper flow. There were no patient complications reported. It was further reported that the patient was stable.

Event description:
It was reported that inadequate insufficient apposition occurred. The 90% stenosed target lesion was located in mildly tortuous and non-calcium present proximal to mid left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the middle of the stent restricting the flow it did not expand to the full the 3.5mm leaving a narrowed section. Several inflations done with a non-bsc balloon but still the narrowed section did not improve. The procedure was completed with different device it appropriately open the vessel and restores the proper flow. There were no patient complications reported. It was further reported that the patient was stable. It was further reported that the inflation was sustained once at 12 atmospheres for 20 seconds upon synergy xd deployment.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that inadequate insufficient apposition occurred. The 90% stenosed target lesion was located in mildly tortuous and non-calcium present proximal to mid left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the middle of the stent restricting the flow it did not expand to the full the 3.5mm leaving a narrowed section. Several inflations done with a non-bsc balloon but still the narrowed section did not improve. Another stent was implanted inside the synergy stent to appropriately open the vessel and restore flow. There were no patient complications reported.